Event description:
Customer reportedly obtained results of 400 mg/dl and 100 mg/dl on the advantage system within 10 minutes. No actions taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.